Event description:
It was reported that a physician completed a novasure endometrial ablation procedure on (B)(6) 2014. The physician then performed a scheduled tubal ligation and "noted blanching on the uterus via laparoscopy." There were no bowel injury. The patient was admitted into the hospital overnight for observation and released the following day. No medical intervention was required.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device was not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant.